Manufacturer narrative:
(B)(4). UDI not available as the lot is not provided by customer.

Event description:
It was reported that: "pulling air through brown lumen when aspirating blood." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use in the form of biological material were observed on and within the catheter. Visual analysis did not reveal any defects or anomalies with the returned device. The distal extension line outer diameter measured 0.085", which is within the specification limits of 0.084"-0.088" per distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.055", which is within the specification limits of 0.055"-0.059" per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The medial and proximal extension lines flushed as intended. The distal extension line was flushed, and a blockage was observed. The blockage was cleared, and the distal extension line flushed as intended with no leakages observed. The returned catheter was then tested which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no interlumen crossover was observed. Based on this testing, the customer issue could not be re-produced with the returned sample. A manual tug test confirmed all three lumens were secure to their respective hubs. A device history record review could not be performed as no lot number was provided and sales history could not be obtained. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking extension line was not confirmed through complaint investigation of the returned sample. All three lumens passed functional leak testing performed and no evidence of leakage, backflow, or interlumen crossover was observed with any of the lumens. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "pulling air through brown lumen when aspirating blood." There was no reported patient harm or consequence.